Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her last blood glucose was 511 mg/dl. Customer stated that she has not treated and was advised to treat with a manual injection. Customer stated that her eyes were dilated today and she cannot see well, so she does not want to troubleshoot. Customer stated that her eye hurt from the eye appointment today and she has hives all over her body. Customer stated that the high blood glucose could be from the medication she took for the hives. Customer was advised to call her health care professional.